Event description:
On 19-may-2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant creatinine result on a 30-year-old female patient with left arm pain. There was no additional patient information at the time of this report. Return product is available for investigation. Method / date / tested / results / sample: I-stat, (B)(6) 2026, 17:48, 3.7 mg/dl, a; vitros 7600, (B)(6) 2026, 19:05, 0.6 mg/dl, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.